Event description:
The event was reported within a clinical study (irb ID #: (B)(4)) as an anticipated event. After anesthesia wore off, patient complained of abdominal pain. X-rays showed free air; an exploratory laparoscopy was performed along with repair of perforation. A 1 cm injury was found at the rectosigmoid junction of the colon and this was repaired with suturing. The patient tolerated the procedure well and discharged 2 days after the operation with no further complications. The event may be related to the retroflex attempts that physician made during the procedure. Perforations are an anticipated risk during colonoscopy where retroflex is known to elevate such risks particularly in a narrow anatomy; issue will continue to be trended.